Manufacturer narrative:
The correct catalog number is 20397.

Event description:
A customer reported using cidex opa solution past the 14-day reuse period. The load was released and used on a patient. They stated they test the solution prior to each use and the minimum effective concentration (mec) was met. The status of the patient is unknown at this time. However, no serious injury was reported. Asp will continue to follow-up for additional information regarding the status of the patient. Per the instructions for use (IFU), it states cidex opa solution must be discarded after its 14-day reuse period even if the cidex opa test strip indicates a concentration above the minimum effective concentration (mec). As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer does not follow the IFU when processing their scopes in cidex opa solution since asp is not able to guarantee it has been high level disinfected.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), visual analysis, supplier evaluation and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Visual analysis was not performed as the product was not available for return. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed since the issue was not identified to be a manufacturing or functional issue. No additional information was available regarding the affected patient. The likely assignable cause of this issue was failure to follow instructions. The instructions for use (IFU) was sent to the customer, and the affiliate confirmed the customer has been re-trained and the issue was resolved. The issue will continue to be tracked and trended.